Event description:
It was reported by the customer that due to the child's activity, a strong pull was repeatedly applied to the infusion line. The outer tube tore out and the inner tube remained intact. The infusion volume could be infused normally. Resistance was noticeable when taking blood and it was more difficult. The defect is in the same place as with the last flu needle, but it is not torn apart, but simply a leak. Fluid has escaped from this leak. The tube has 3 spots that look different from the rest of the tube. The port needle is connected to a central system. Bacteria could become trapped and cause an infection with sepsis in the oncological patient. In the worst case, this can lead to death. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that due to the child's activity, a strong pull was repeatedly applied to the infusion line. The outer tube tore out and the inner tube remained intact. The infusion volume could be infused normally. Resistance was noticeable when taking blood and it was more difficult. The defect is in the same place as with the last flu needle, but it is not torn apart, but simply a leak. Fluid has escaped from this leak. The tube has 3 spots that look different from the rest of the tube. The port needle is connected to a central system. Bacteria could become trapped and cause an infection with sepsis in the oncological patient. In the worst case, this can lead to death. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The products returned for evaluation were two ez huber infusion sets without a y-site. One of the infusion sets did not exhibit any damage. The other infusion set was returned with a complete break in the extension tube. The needle and safety mechanism were not returned. The sample with a complete break in the extension tube exhibited use residue throughout the device. The tube distal of the luer connector was severely elongated and exhibited multiple bends. Microscopic inspection of the break site revealed sharply defined fatigue striations. The surface of the break was uneven. The striations on the break site were consistent with damage caused by material fatigue due to repetitive mechanical stress. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.